Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device and the alleged malfunction could not be duplicated. The ventilator passed all calibrations, extended self-test, and short self-test.

Event description:
Covidien received information stating that a 980 ventilator was auto-triggering therefore, the patient was removed from the ventilator. There was no report of serious injury or death associated with this event.